Event description:
Surgeon indicated cochlear implant being removed as failed device,. Manufacturer has a voluntary recall in place, device removed with plan to return to the manufacturer. FDA safety report ID# (B)(4).